Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that saline leak was noted at stop cock assembly on flushing port. The troubleshooting steps included trying to turn the stop cock valve to correct it. The procedure was completed successfully by using alternate device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.